Event description:
The facility representative reported a fail code 703. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a defective user interface module printed circuit board was confirmed. This condition was manifested by fc 703. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue will be closed.